Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump was not holding the temp basal programming. The patient claimed that during a temp basal, the device would switch to the regular basal programming on its own before the temp basal programmed time was up. The patient indicated that the caps were not opened and the pump was not suspended. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a temp basal programming issue that was not resolved with troubleshooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation pump was set to run a temp basal program for a 4 hour duration. The temp basal ended and cancelled in exactly 4 hours and recorded accurately in the basal history. The black box download confirmed the temp basal programs were cancelled due to the user priming the pump before the temp basal program durations were completed. According to the pump user guide, "temp basal is also canceled when you change the battery and/or prime." The black box and basal program also confirmed temp basal programs ended due to zero preset basal segments. No defects were found with the temp basal feature or pump history.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.